Manufacturer narrative:
Weight: unk, ethnicity: unk, race: unk. This product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that a 12.6mm, vicmo12.6, -10.5 diopter, implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2021. The lens was removed within the same surgery due to lens tear/break during injection/delivery into the eye. There was no patient injury. A replacement lens was later implanted and the problem resolved. Cause of event was unknown.